Event description:
The hospital reported that during a coronary artery bypass graft surgery, one heartstring seal did not function correctly. Multiple attempts were made by maquet cardiovascular to try to receive further clarification on the failure mode without success. The surgeon chose to complete the procedure by converting to a clamp. No patient complications were reported by the hospital.

Manufacturer narrative:
After the procedure, the hospital discarded the product. Since the product was not returned to cardiac surgery for evaluation it will be difficult to confirm the reported problem. An lhr review cannot be performed because the lot number was not provided.